Event description:
It was reported that approx six months after vena cava filter implantation, the filter appeared to be tilted and a filter leg was noted to be perforating the ivc wall. One year later during the scheduled retrieval, the filter leg detached as the filter was removed; however, the detached limb remains embedded in the ivc wall. The pt is reported to be doing fine.

Manufacturer narrative:
The lot number was not provided, therefore, the device history records could not be reviewed. The investigation is currently underway.